Manufacturer narrative:
Motion interrupt pan.

Event description:
It was reported by service report that the bed will not go up or down. It is unknown if there was patient involvement or if there are adverse consequences to report.